Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the vad serial number and date of implant of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exhibiting multiple high watt alarms and the driveline cable was cut accidentally while performing a trim on the hedge. A driveline sheath repair was scheduled. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Onsite inspection of the driveline cable as well as visual evidence provided by the site, revealed cut damage to outer sheath. Log file analysis revealed consistent increases in power consumption to parameters above normal operating range within the analyzed period. Review of the event log file revealed a reactivation event logged on 13-jun-2022 at 09:31:59 due to an overcurrent condition in the front stator. A high watt alarm was then logged at 09:32:03 during the stator reactivation event. The high watt alarm was indicative of the increased power consumption associated with the reactivation event. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the log file analysis and the available information the most likely root cause of the driveline cable damage, observed reactivation event, and high watt alarm can be attributed, but not limited, to the accidental cutting of the driveline by the patient, as mentioned in the event details; several wires may have come in contact with each other during the reported accidental cutting of the driveline, which would trigger the reactivation event due to a short circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that servicing was conducted. Of note, there were no electrical faults or insulation damage observed. There was manipulation of the driveline without a result.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 descevt problem: updated to include service performance details - d4 expiration date: updated to 2021-03-31 - d4 serial #: updated to (B)(6) - d4 unique identifier (UDI) #: updated from asku to (B)(4)- d6 implanted date: updated to (B)(6) 2020 - h4 device mfg date: updated to (B)(6) 2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.